Manufacturer narrative:
(B)(6). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
During a procedure to treat a lesion in the right coronary artery, a perforation occurred which required treatment with a graftmaster stent. The 2.8 x 19 mm graftmaster stent delivery system (sds) was advanced, but failed to cross to the perforation due to the anatomy. A new device was used to treat the perforation successfully. There was no clinically significant delay in the procedure. No additional information was provided.